Event description:
After placing the closure device into the patient there was no pulsatile backflow coming from the external portion of the device. The closure device was removed and replaced with one of the same without harm to the patient. Manufacturer response for closure device, closure device (per site reporter), mfg notified by site.